Event description:
Patient reported to clinic with pain and light sensitivity to both eyes. History of travel outside the united states and a soft contact lens wearer using amo's complete multipurpose solution. Diagnosed with acanthamoeba keratitis in both eyes and appropriate medications were prescribed. Condition has since been controlled in the left eye. However, the patient is still receiving treatment in the right eye. Date of use: 2005 - 2006. Diagnosis or reason for use: soft contact lens cleanser. Event abated after use: no.